Manufacturer narrative:
Product complaint # (B)(4).. Additional information requested and received: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Did any staples fall out of the reload into the patient? Was the device locked on tissue with the jaws closed? It is not lockout, it is could not return blade with the jaw closed. If yes, how was the device removed? Did the jaws eventually open? How was the potential leak discovered? This is customer's concern, did not happen how was the leak repaired? This is customer's concern, did not happen is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No feedback from customer, so no additional information could be provided

Manufacturer narrative:
(B)(4). Batch: unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Did any staples fall out of the reload into the patient? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? How was the potential leak discovered? How was the leak repaired? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?

Event description:
It was reported that during an unknown procedure, could not return blade occurred during the surgery. Retrieved the fallen staples and changed another device to complete the surgery. The hospital claimed that potential anastomosis leakage might be caused.